Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. A replacement power cord will be provided to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a power supply with exposed wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Event description:
The baxter technician found exposed wires on the power supply during visual inspection. This was a secondary finding.